Manufacturer narrative:
The returned device was inspected. The device was disassembled and one of the black silicone "umbrella" valves that make up the pumping mechanism had become un-mounted. The umbrella valve was completely intact with no missing pieces. The valve was captured by the plastic rib features that are added to the bore of the male adaptor eliminating the possibility of valve ejection. A review of the manufacturing records was performed. There were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The cause of the reported issue is one of the silicone valves present within the pump came loose from its mount thereby rendering the pump inoperative.

Event description:
A customer reported that "since the saline water was not spraying, though the operating sound of the device was normal, the nurse kept pressing the saline bag to have the device inject saline water." Upon return of the device for evaluation, it was observed that the umbrella valve had become un-mounted. The valve was captured by the plastic rib features that are added to the bore of the male adaptor, eliminating the possibility of valve ejection. This MDR is being reported due to the observation of the un-mounted valve.